Event description:
Routine complaint investigation when a consumer reported the inability to calibrate the precision xtra blood glucose monitor. The monitor displayed the incorrect calibration code. The values, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values would have been clinically significant had the customer performed a blood glucose test. There was no report of death, serious injury or mistreatment associated with this event.